Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow-up, loss of capture and low sensing were observed on rv lead. The physician attempted to reposition the lead, but the helix could not be extended. The lead was explanted and replaced without any adverse event.